Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hyperglycemia. The customer blood glucose level was 418 mg/dl. Customer experienced symptom such as nausea and vomiting. The customer was treated with syringe for high blood glucose. Customer stated insulin exits the tubing. Customer performed self-test and it was passed. Customer reported cannula bent from infusion set. Customer reported that the insulin pump was not on auto mode at the time of incident. The device will not be returned for analysis.